Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information: d 4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? **the staff and surgeon are not new to using vistaseal. The amount of times is unknown. 2. Was a sales representative present during the case when the issue was experienced? The sales rep was not present. 3. Was any leakage or product solution observed at the luer locks connection? **the surgical tech and nurse do not recall any leakage. 4. Was there any change in the patient¿s post-operative care due to the prolonged procedure? **per nurse the patient is fine and additional care was not needed for the patient. 5. Are there pictures of the damaged device available? **unfortunately, the staff disposed of the damaged device before any pictures were taken. The following information was requested, but unavailable: 1. How many times have they applied the laparoscopic tip? Unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The surgical tech experienced an issue while connecting the laparoscopic tip. They all tried to d to unscrew the grey knobs from the fibrin sealant preparation device body, but they had no success. They described that the original body of the fibrin sealant preparation was bent. They did not want to deal with this issue so they opened an entire new kit in order to proceed with the case. The second one worked fine, and they were able to connect the lap tip. There was a 5-minute delay. The procedure was completed with no adverse patient consequences were reported. Additional information was requested.